Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had an irritation under the front therapy electrode (te) pad. It was reported that the te pad was digging into the patient's skin causing blood blisters. During a follow up, it was reported that the patient's nurse put neosporin and a bandaid on the blisters. The irritation was reported to be improving.